Event description:
A pt was being transported to the ER for unk reasons. The emergency medical technicians checked the pt's blood glucose on the device and obtained a result of 145 mg/dl. Upon arrival the pt's glucose was 45 mg/dl per the ER. The pt was then treated with an IV. Level 1 glucose control was out of range and level 2 was within range on the system. The device was replaced and requested to be returned for evaluation.